Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pi events and elevated power was confirmed based on the information recorded in the log file provided by the customer. The log file contained events recorded from the time stamp of day 294, 5 hours and 0 minutes to day 298, 13 hours and 19 minutes. The recorded information revealed that the system maintained the desired speed with no interruptions and there were multiple pi events recorded. There was increase power (8.8-10.6w) and flow (6.8-9 lpm) recorded on day 297. The data log file retrieved from the returned system controller serial number (B)(6) revealed that there were two episodes where the pump was briefly connected and most of the time it was disconnected. There were numerous power rests also captured in the log file. A full functional test was performed, and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. Patient handbook and operating manual (section 8) covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The unique treatment issues section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump parameters are explained in the hmii operating manual. The document also explains that suction events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index (pi). These events, also referred to as pi events, may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced 89 pi events within 4 days as well as elevated power and flows. The cause of the pi events is likely arrhythmia. Medication, blood pressure and volume management are done. If arrhythmia continues, the patient may be implanted with a pacemaker. The cause of the arrhythmia is not vad related. During self test of the controller, the sound from one speaker was not heard and the controller was exchanged.